Event description:
The following was reported to hamiton medical ag: during moving a patient to other department, the unit alerted on sensor filter. The unit stop ventilate. The crew replaced the unit by a manual ventilation. The customer tested the unit and all the tests passed. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).